Event description:
It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis after transeptal access the patient's blood pressure dropped and it was confirmed via the intracardiac echo (ice) catheter that the patient had a pericardial effusion in the right ventricle. A pericardiocentesis was done and 425 ccs of fluid were removed and the drain stayed in place. The patient did not need surgical repair. The case was canceled about midway when the effusion was confirmed. The patient was stable after the pericardiocentesis. The patient started overnight for observation and the caller is unaware if the patient has been discharged. The physician thinks the effusion may have occurred during the transeptal puncture as there were some difficulties with the puncture. Ablation was performed with a maximum of 30 watts for two minutes and 37 seconds. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-may-2022, the product investigation was completed. It was reported that a 77-year-old female patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number 30735941l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).